Manufacturer narrative:
E1: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the left eye function of the video system center blacked out. The issue was found during a diagnostic trial laparotomy procedure, and it was completed with the same device. There were no reports of patient harm.